Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed. Visual inspection of the returned product determined that product is missing from the packaging and the packaging is sealed. Closer examination of the packaging revealed that the returned packaging is different from the packaging the product was shipped in indicating that the packaging was opened or changed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to an error at the distribution location as the product was not placed back in the packaging after inspection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier:- (B)(6) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during stocking and inventory, the package was found to not contain a product. There is no additional information at this time.